Manufacturer narrative:
Our dealer field engineer evaluated this and found nothing wrong with the magstand latches.

Event description:
It was reported that the magstand became unlatched as the technologist rotated the c-arm. The technologist caught the magstand before it reached the floor. There were no injuries reported.